Event description:
Customer called to report high bgs. It was stated that she noticed the reservoir had still the same amount of insulin that she filled two days prior to the call. The driver arms appear to be bent and the driver block slide freely across the lead screw with the driver arms on the locked position. Device was not dropped, bumped, or exposed ot moisture.